Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. An f-49 alarm was identified during functional testing and the review of the alarm log. The cause of the alarm was determined to be low battery voltage and was determined to be related to the reported condition. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.